Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several days worth of intermittent delirium, agitation, and confusion. On (B)(6) 2021, the patient was delirious. On (B)(6) 2021, manic behavior was first reported and the left pupil was larger than the right. A computed tomography (CT) scan of the head was performed and was negative. Ambien was discontinued and multiple episodes of ancillary. The staff was unable to complete care. On (B)(6) 2021, a telesitter was present and seroquel and ativan was given. Security was called multiple times and zyprexa was given. A peripheral edema was noted on the patient's left leg. The patient was also noted to have right heart failure with clinical signs and symptoms present. The patient inhaled nitric oxide. On (B)(6) 2021 depacon was given and elopement was attempted. On (B)(6) 2021, a peripheral edema was noted again. On (B)(6) 2021 the patient had blurred vision and their right pupil was larger than their left. A CT scan of the head was performed. The patient was upgraded to surgical intensive care unit (sicu) for internuclear ophthalmoplegia (ino) and dobutamine (dba). Inotropes were administered and the patient inhaled nitric oxide. On (B)(6) 2021, the patient urinated/defecated on the floor and security was called. Precedex was given and the patient was physically restrained. On (B)(6) 2021, the patient was restrained (4 point) and risperidone was given.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas , serial number (B)(6), until they experienced further lethargy on (B)(6) 2021 (related manufacturer report number 2916596-2021-05850). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing the file on this event.